Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a company representative regarding a patient receiving an unknown drug via an implantable pump. It was reported that the patient developed an infection at the pump pocket site 5 days ago. The pump and catheter were removed on (B)(6) 2021. Per the reporter due to the nature of infection contents were not sent back for analysis.